Event description:
The complainant reported that they encountered delivery issues while trying to implant an impella cp. Impella access was obtained and the right iliac showed chronic disease with left iliac showing chronic occlusion. The right iliac was treated with shockwave and balloon angioplasty and the short impella sheath was placed. The impella cp was advanced but ultimately would not pass the aortic bifurcation. Several attempts were made to treat the vessel and advance the impella cp but ultimately the decision was made to stop and close the site. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. No product has been returned for review. The root cause of delivery issue is determined to be patient condition because right iliac showed chronic disease with left iliac showing chronic occlusion and the pump was unable to pass aortic bifurcation despite multiple attempts.